Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that there were loose connections at the main transformer. The connectors were secured and the system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9900 intermittently locks up and requires reinitialization to operate. There was no adverse pt involvement reported. There was no pt information reported.